Event description:
A provider reported that a patient's vns system was exhibiting high lead impedance. The patient subsequently saw a surgeon who confirmed high impedance (>10,000 ohms) and ok/full battery status. X-rays were reviewed by the surgeon and no visual anomalies were identified. It was stated that the patient was non-verbal and quite impaired so it is unlikely that any patient manipulation occurred. The patient's family could not recall any manipulation or trauma that might have contributed to the high impedance. No patient adverse events have been reported. No known surgical interventions have occurred to date.

Event description:
New information was received from the treating physician indicating that the patient's family wishes to postpone the revision surgery for now.

Event description:
The patient had lead revision surgery on (B)(6) 2016. The physician re-inserted the lead pin into the generator, but the high impedance was still present. The lead was then replaced, and the high impedance resolved. Therefore, the high impedance was most likely due to a lead fracture. The explanting facility discards product in surgery. Therefore, no analysis could be performed.